Event description:
From staff: patient was having a ercp [endoscopic retrograde cholangiopancreatography] with dr [redacted]. During the procedure the wire was exposed through the wire covering. Patient wasn't harmed nor damage to the scope.